Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The sales representative has sent an email requesting a distraction tool to separate a proximal component "to remove an implant which is infected." 23may22 update: "it¿s a mets proximal humerus hemi arthroplasty. It¿s dislocated and believe also infected, for what they need to distract the proximal component from the stem and put a cement spacer".